Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Tray along with ringlock and humeral bearing returned for evaluation. Dimensions taken are within specifications. The lock-ring is bent and gouged as documented on attached print; which prevents the lock-ring from retracting into the lock-ring groove. This condition prevents the poly component to be assembled. The humeral bearing show damage. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical devices ¿ comprehensive reverse humeral bearing, catalog #: xl-115365, lot #: 961510. Humeral bearing assembly tool, catalog #: 110017268, lot #: 14218a. This report is number 1 of 2 mdrs filed for the same patient (reference 0001825034-2017-03593).

Event description:
It is reported that the surgeon could not engage the bearing in the humeral tray during shoulder arthroplasty. He attempted by hand and then with a ring separator. In the process, the humeral tray retaining ring became bent. A new humeral tray and humeral bearing were opened and the surgery was able to be completed successfully. No adverse events occurred as a result of this malfunction.